Event description:
FDA has initiated a level I recall of alaris pumps on february 10th and the MFR ((B)(4)) is reporting they do not have part (air--in-line sensor) to repair per recall, and do not have an expected date of availability. Smart pumps are critical pieces of equipment with typically a small flex capacity at any institution. Diagnosis or reason for use: large volume IV infusion.